Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the physician was unable to advance the sensor. The hf sensor got stuck in the delivery catheter and was removed for inspection. Upon inspection, the sensor appeared intact and was re-inserted for implant. Again the sensor felt "stuck" and was removed. Another hf sensor was used and implanted without issue.